Event description:
It was reported that the zimmer hg cup and liner worn out. Patient had an srom stem that needed a new head because of metal-on-metal wear in the cup. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).